Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). During evaluation of the instrument data, the ccc specialist discovered that the instrument had produced sample probe 1 clog detect errors within the time frame that the patient sample was run. There were no sample probe 1 clog detect errors prior to or after that time frame and this had been an isolated event. The ccc specialist informed the customer that the discordant result could be related to a sample integrity issue or a clot that was present in the sample probe at that time. It was also discovered that the customer does not centrifuge patient sample tubes according to the tube vendor specifications, which is a failure to follow instructions. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated result was obtained on one patient sample for a user-defined amikacin (xamk) method on a dimension vista 1500 instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated on the same instrument and resulted lower. The corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated xamk result.